Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: right plunger case cracked by the screw. Both tamper seals were intact. Functional testing and an occlusion test were conducted. The device passed all testing and performed within specifications. The reported issue was unable to be replicated. No root cause could be determined. The barrel guide and main board were replaced. Replacement was recommended for interconnect pcb, speaker and main battery pack. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device presented an audible alarm failure. No patient injury was reported.